Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after being unable to transmit remotely. Review of session records noted that the rf was not functioning. The device download was performed. Device was re-interrogated and ¿wand only telemetry¿ was available. The rf anomaly was not resolved. It was recommended to either continue to monitor the patient with inductive telemetry only or consider device replacement. No further information was available.

Event description:
New information received notes that the telemetry issue has not been resolved. Patient was ordered an inductive monitor. Patient's condition was stable.